Event description:
It was reported that caller experienced a minimum fill notification while attempting to load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer initially reloaded same cartridge without success, then, under guidance from technical support, cleaned pneumatic tap area, filled and loaded new cartridge using correct technique, and successfully resumed insulin delivery; no additional issues were reported.